Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a total knee procedure on an unk date and suture was used as interrupted stitch to close the subcutaneous tissue. Post-operatively suture spitting occurred. The pt returned for an incision and drainage procedure. No additional information was provided.